Event description:
Pt required balloon pump during case and the first balloon pump kit we opened did not inflate properly after placing into the patient. The co2 tubing was obstructed and not allowing the balloon to inflate. The balloon was removed from the patient and entire kit was removed from the field. A new balloon kit was opened and placed correctly into the patient. FDA safety report ID# (B)(4).